Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system was returned for analysis. Visual inspection performed, and product found with cracked water tank cover. The investigation started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The customer reported problem was confirmed. According to the investigation, leaking water from tank was confirmed which was caused by the customer. Investigator's replaced the device water tank cover. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that this smiths medical one level hotline low flow system was leaking from the water tank. No adverse effects reported.